Manufacturer narrative:
Continuation of d10: cmrm6122 envelope implanted (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an elective cardioversion. Post cardioversion the patient experienced junctional bradycardia that required a temporary pacemaker. The following day a cardiac resynchronization therapy defibrillator (crt-d) system with an antibacterial absorbable envelope was implanted. Two days post crt-d system implant, the patient suffered a witnessed syncopal episode. An interrogation of the device and review of telemetry during the event showed a normal paced rhythm. The suspected etiology of the syncopal episode was ortho-stasis in context of fixed cardiac output as the patient is 100% pacemaker dependent. The patient¿s blood pressure medications were adjusted. The following day the patient reported feeling better, however, that evening: they stood up from their chair, went unresponsive with no pulse (pulseless electrical activity (pea)), and suffered a cardiac arrest refractory ventricular tachycardia (vt). An intraosseous access was obtained and the patient was intubated. The patient briefly obtained return of spontaneous circulation (rosc) and was transferred to medical intensive care unit (micu). The suspected etiology was apparent issues with the device as there was concern the initial event was triggered by a pacemaker induced tachycardia and then difficulty obtaining good capture after the arrhythmia. After transferring to the micu, the patient experienced a recurrence of vt/ventricular fibrillation (vf) with pea. It was noted that the device was no longer pacing appropriately. After multiple shocks, medications, and discussion with cardiology the family chose to stop interventions. The patient did not regain rosc and passed away. A review of a remote transmission from the date of death indicated undersensing on the right atrial (ra) lead and short v-v intervals on the right ventricular (rv) lead.